Event description:
A pt with an implantable pulse generator (ipg) experienced a cardiac arrest which resulted in multiple external defibrillations. Following the external defibrillations, this ipg did not exhibit ventricular or atrail outputs. The physician also stated that he was unable to inteerrogate the ipg. The physician informed distributor that a temporary pacemaker would be placed until the ipg system could be evaluated invasively.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.